Event description:
A dialysis facility reported that the pt complained of shortness of breath and became hypotensive during treatment. Air was noticed in the venous drip chamber and the venous line. There was a fluid level but there was also air and bubbles in the venous chamber. There was no air noted in the arterial line or the venous line pre drip chamber. The pt was taken to the hospital with an admitting diagnosis of dyspnea. The pt has been discharged from the hospital. No discharge diagnosis is available.